Manufacturer narrative:
Upon visual inspection of the returned novasure disposable device, a hole was observed on the bottom side of the array near the proximal array end. Additionally, the external sheath was crumpled. This was most likely caused by excessive longitudinal retraction force exerted on the array, resulting in abrasion of the array against the external sheath distal tip. Functional analysis involving array deployment was not performed since movement of the flexures may result in further damage to the unit. Visual analysis confirmed a torn/damaged array and a crumpled/damaged sheath. This observation will be monitored and trended. Standard DHR review: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was returned and the investigation is pending the functional analysis of the product, the visual analysis determined a reportable malfunction for a torn array and a crumpled sheath. The full analysis of the suspect device is pending. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined at the moment. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. A follow up with the investigation results will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on december 9th after a novasure procedure, the array had a hole in the mesh. No patient injury was reported. No additional procedures were required. A photograph provided which captured the defect showed a reportable malfunction for a torn array and crumpled sheath. The full analysis of the suspect device is pending, and a follow up report will be submitted to document any additional investigation findings.